Event description:
As reported, during use in patient with this fogarty embolectomy catheter, the balloon burst. There was no allegation of patient injury. The devices was available for evaluation. One fogarty catheter was received for evaluation. As received, balloon was found to be ruptured in the central area. Balloon edges did not match at the ruptured region.

Manufacturer narrative:
One fogarty catheter was received for evaluation. As received, balloon was found to be ruptured in the central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. Further investigation was performed by the engineers in the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process a all units go through balloon and winding inspection process performed. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.